Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the device was back to normal use after third party repair. Based on the information available and the testing conducted, the cause of the reported problem was rusty paddle tray. The reported problem was confirmed. Customer refused service from philips and asked third party for repair. No further information for the cause of the reported problem and resolution was provided.

Manufacturer narrative:
H3 other text : the device was evaluated by customer only.